Manufacturer narrative:
Med report 3003721894-2018-00141 is associated with argus case (B)(4), super poligrip original.

Event description:
I was even choked (choking). It leaves residue to my gums (medication residue). It really hurt my gums (gum pain). Because of gum irritation/ it becomes irritated / it leaves residue to my gums (irritation gum). I cant swallow properly (swallowing difficult). Sometimes he had to use a cracker (biscuit) to help remove the residue (device use error). Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number 3h3c, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced choking (serious criteria gsk medically significant), medication residue, gum pain, irritation gum, swallowing difficult, device use error and product complaint. On an unknown date, the outcome of the choking, medication residue, gum pain, irritation gum, swallowing difficult, device use error and product complaint were unknown. It was unknown if the reporter considered the choking, medication residue, gum pain, irritation gum, swallowing difficult and device use error to be related to super poligrip original (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received on 24 april 2018. The consumer stated that he would like to know if there was a special way of removing super poligrip, it was really hard to remove and it left residue to his gums. Sometimes he had to use a cracker(biscuit) to help remove the residue and it really hurt his gums, it becomes irritated and he cant swallow properly, he was even choked while eating because of gum irritation. It also hurts his gum to remove the denture, it sticks too much that made it hard to loosen it. Follow-up adverse event information was received on 27 april 2018. Product sample of poligrip original tube received was received with lot: 3h3c. Initial follow up information was included in above narrative.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a 78-year-old male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula) cream (batch number: 3h3c, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula), the patient experienced choking (serious criteria gsk medically significant), medication residue, gum pain, irritation gum, swallowing difficult, device use error and product complaint. On an unknown date, the outcome of the choking, medication residue, gum pain, irritation gum, swallowing difficult, device use error and product complaint were unknown. It was unknown if the reporter considered the choking, medication residue, gum pain, irritation gum, swallowing difficult and device use error to be related to super poligrip original (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received on 24 april 2018. The consumer stated that he would like to know if there was a special way of removing super poligrip, it was really hard to remove and it left residue to his gums. Sometimes he had to use a cracker(biscuit) to help remove the residue and it really hurt his gums, it becomes irritated and he cant swallow properly, he was even choked while eating because of gum irritation. It also hurts his gum to remove the denture, it sticks too much that made it hard to loosen it. Follow-up adverse event information was received on 27 april 2018. Product sample of poligrip original tube received was received with lot: 3h3c. Initial follow up information was included in above narrative. Follow-up adverse event information was received on 30 may 2018 from the quality assurance (qa) department regarding issue: (B)(4) for lot number: 3h3c. Quality investigation report concluded that testing was carried out on the complaint sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. The complaint was considered as unsubstantiated.

Manufacturer narrative:
Argus case: (B)(4). Super poligrip original. Qa investigation: the batch documentation specific to this lot was reviewed and there were no issues noted during the manufacturing of this batch that could have attributed to this defect. The complaint sample was sent to the lab for analysis. Test: description specification: a reddish pink mass of gums and petrolatum, free of lumps, granular particles or foreign matter. Result: complies. Test: % gantrez (420-4000). Specification: 25.5%-34.5%. Result: 26.9%. Test: ph. Specification: 6.5-7.5. Result: 6.8. Conclusion: testing was carried out on the complaint sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements.